Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
D1 and d4 updated: brand name from "astratech impl ev 3.6s 8mm os" to "astratech impl ev 4.8s 8mm os". Catalog number from "26311" to "26341".